Event description:
There was a complaint of questionable sodium electrode results tested with a cobas 6000 c501 module. The questionable results were not reported outside the laboratory. The following is an example of the type of results received for 1 patient sample: the patient¿s initial result was 185 mmol/l; the repeat was 140 mmol/l. The lot number and expiration date of the sodium electrode used were requested, but not provided.

Manufacturer narrative:
The field service engineer (fse) found a defective rinse tube and replaced it. No further issues have occurred. The service actions resolved the issue.